Event description:
Used the pedi storz telescopes (B)(4) and (B)(4) with the storz loop, cutting, angled, part # 27147eg, lot # 38912. When loop activated, the end of the scope cracked. The cutting loop was examined and there is insulation missing on the end of the loop. Loop retained for inspection.